Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint lot history check was performed on lot # 1068594 for needle clog. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: it was reported by the consumer, insulin did not flow during priming and the needle was missing at the non patient end. Verbatim: consumer reported no insulin flow during priming. Consumer also reported needle missing at non patient end. Stated that he noticed that the needle was missing when the insulin would not come through. Consumer does not re-use. Consumer refused replacement, will submit register receipt for refund.